Event description:
The complaintant alleged that "the adhesive on a set of defibrillator pads "rolled" on the pad when the pad was applied/repositioned. Additionally, the pad has exposed wires, and staff were concerned the patient may suffer burns from the wires." Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for the return of the suspect product. The product has not been returned to zoll for evaluation.